Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) exhibited shock low out of range on the right ventricular (rv) lead. Technical services (ts) explained the possible causes and no reprogramming changes were recommended. Additionally, the device was not beeping. No adverse patient effects were reported. This product remains in service.